Event description:
It was reported that (1) device was used during a laparoscopic assisted vaginal hysterectomy. It was reported by the affiliate that the ebf01 didn't work from the beginning. The lcsc5 tissue pad fell off. Another instrument was used to complete the case. There was no consequence to the pt.